Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
(B)(4) received a report stating the white connector inside of the jejunal port came out and patient's feeding formula leaked out. The stoma site remained open and intact. The tube was in use for three months. There was no reported patient injury. The patient was taken to the interventional radiologist and another tube was placed. No additional information was provided in regards to the patient's status.